Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called to report hospitalization due to low blood glucose. Customer is having a procedure and the nurse wanted to know how to stop the insulin delivery. Nurse stated that the insulin pump was exposed to high magnetic fields during the procedure. The low blood glucose was caused due to customer not eating. Nothing further reported.